Event description:
Patient is on peritoneal dialysis via the gesco system. As the nicu nurse finished filling the patient with the prescribed dianeal dialysis solution, she went to close the roller clamp and the roller actually fell off. If the nurse had not reacted quickly, there would have been a potential for the patient to overfill her peritoneum with dianeal.